Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("medical device removal /foreign object in uterus was misplaced essure coil/ iud perforating through anterior wall of uterus on pelvic ultrasound") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, endometrial disorder, pap smear (abnormal pap smear), pelvic pain, menses irregular with excessive bleeding, cesarean section, anxiety, vaginal bleeding, dysuria, constipation, abdominal pain, dyspnea, chest pain, parity 1, gravida ii and tubal ligation. Previously administered products included: , cyclobenzaprine, ibuprofen, diazepam, gabapentin, diazepam and penicillin nos. The patient had a family history of arthritis and arthritis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2586 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required) and device dislocation ("medical device removal /foreign object in uterus was misplaced essure coil/iud perforating through anterior wall of uterus on pelvic ultrasound"). Essure was removed the same day. The patient was treated with surgery (essure removal) and essure removal. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and uterine perforation to be related to essure administration. The reporter commented: on (B)(6) 2016 patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2014: hsg which noted right tube with essure device [pathology test] on (B)(6) 2022: also discussed no retained iud: foreign object in uterus was misplaced essure coil; continue ibuprofen for pain control; continue npv and light activity; start aygestin for endometriosis suppression. Rx flagyl for suspected bv. [Ultrasound scan] on (B)(6) 2022: uterus: 10.6 x 4.9 x 3.7cm in longitudinal, ap, and transverse dimension. Adnexae: no large. Adnexal mass identified. Other: no large fluid collection or mass seen in the lower abdomen; on (B)(6) 2022: patient g2p1001 presents for follow-up of surgical planning. Iud perforating through anterior wall of uterus on pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2586 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("medical device removal /foreign object in uterus was misplaced essure coil/ iud perforating through anterior wall of uterus on pelvic ultrasound") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of appendectomy, endometrial disorder, pap smear (abnormal pap smear), pelvic pain, menses irregular with excessive bleeding, cesarean section, anxiety, vaginal bleeding, dysuria, constipation, abdominal pain, dyspnea, chest pain, parity 1, gravida ii and tubal ligation. Previously administered products included: depo-provera, cyclobenzaprine, ibuprofen, diazepam, gabapentin, diazepam and penicillins with extended spectrum. The patient had a family history of arthritis and arthritis. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2586 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required) and device dislocation ("medical device removal/foreign object in uterus was misplaced essure coil/iud perforating through anterior wall of uterus on pelvic ultrasound"). Essure was removed the same day. The patient was treated with surgery (essure removal) and essure removal. At the time of the report, the outcomes for these events were unknown. The reporter considered device dislocation and uterine perforation to be related to essure administration. The reporter commented: on (B)(6) 2016 patient underwent tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in (B)(6) 2014: hsg which noted right tube with essure device. [Pathology test] on (B)(6) 2022: also discussed no retained iud: foreign object in uterus was misplaced essure coil; continue ibuprofen for pain control; continue npv and light activity; start aygestin for endometriosis suppression; rx flagyl for suspected bv. [Ultrasound scan] on (B)(6) 2022: uterus: 10.6 x 4.9 x 3.7cm in longitudinal, ap, and transverse dimension. Adnexae: no large adnexal mass identified. Other: no large fluid collection or mass seen in the lower abdomen; on (B)(6) 2022: patient g2p1001 presents for follow-up of surgical planning. Iud perforating through anterior wall of uterus on pelvic ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : event "medical device removal updated to uterine perforation and device dislocation; reporters information, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015 the patient had essure inserted. On (B)(6) 2022 2586 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.